Event description:
Two plaintiffs allege that while working as a licensed practical nurse and phlebotomist they wore latex gloves. As a result of wearing latex gloves they have developed severe allergic reactions to the latex (or to certain latex proteins), and have been required to seek medical attention as a result of their continued sensitization to latex products. Injuries suffered include severe emotional distress, chest pain, tightness, dysphea, facial, chest and arm rashes; nasal inflammation and fatigue; great despair and loss of enjoyment of life. This is two (phlebotomist) of two reports filed for this complaint.